Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched. The fse confirmed ise tubing was defective. The ise tubing was replaced, and mid/reff (mid diluent/reference) prime and calibration was performed to resolve the issue. The fse verified instrument performance. The customer was satisfied. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erratic (higher than expected) ion selective electrode (ise) results including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au ise clinical chemistry analyzer (pn b86444, sn (B)(6). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.